Event description:
In 2008 at 6:35 am, the lay user/rptr (grandmother) contacted lifescan (lfs) alleging that onetouch ultramini meter was reading inaccurately erratic, which first occurred a day prior to contacting lfs. The complaint was classified based on the customer svc rep (csr) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain/verify add'l info. The pt tests 6-9 times daily and takes insulin on a sliding scale to manage her diabetes. Her blood glucose in the morning ranges from 115 - 180 mg/dl. The rptr reported blood glucose results of "328 and 428 mg/dl" with a lifescan meter, performed within 30 mins of each other with lunch in between. At an unspecified time after the issue, the pt was feeling a "little shaky, nervous and sick to the stomach" but reportedly did not receive treatment. She reportedly continued taking her usual dose of novolog (at 4:50 am, 5:30 pm and 9:30 pm) and lantus to manage her diabetes. The mas was unable to verify whether the pt typically develops symptoms of shaky and nervous when she is high. It would have been helpful to know the pt's prior activities and other hlth conditions that might affect the rise in her blood glucose level. The actual results were not verifiable in the meter's memory. The testing technique and cleaning of the puncture site were correct at testing time. The unit of measurement was set to mg/dl and the sample was drawn from the fingertip. The pt's prods have been replaced. Because the readings on both meters were taken over 30 mins apart (lfs criteria for accuracy), there is insufficient info indicative of a meter malfunction. However, this complaint is being reported because the pt developed symptoms that can be associated with hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject prod (s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.